Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted february 20, 2003, was explanted when it displayed an end of life indicator (eol). Six months prior, at routine follow up, it was observed that the device was at beginning of life (bol).